Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of device switching to the emergency light was not confirmed. However, emergency light harness torn, s-socket sensor fatigue, chassis corrosion, and emergency lights spring corrosion were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the visera elite xenon light source lamp switched to the emergency lights with 400 hours remaining on it. The event occurred during diagnostic endoscopy procedure and the same device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It will be 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the start-up test and continuous operation test were performed using the facility product clv-s190, but the occurrence of the phenomenon "switched to emergency light" could not be confirmed. The application of a heat compound deviating from the description of the instruction manual was confirmed, but the relationship with this event is unknown because the phenomenon cannot be confirmed. It is recommended to request repair to the repair department. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not have heat compounds on the glass surface or ceramic part of the lighting lamp. If so, wipe off with gauze. Doing so may damage the lighting lamp and cause a malfunction. Apply the heat compound sufficiently so that it does not stick out. If the coating is small or not, the lighting lamp may cause a faulty lighting.¿ olympus will continue to monitor field performance for this device.